Event description:
It was reported that after filling with water to calibrate there leaking was observed where the drain hose port attaches to the back of the tank. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms#: 617147. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found excellent condition. Functional testing found the complaint was confirmed. The root cause was identified loose screws in the block assembly. The screws in the block assembly were tightened. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No causes or potential causes of the customer's reported problem were found during the review of the DHR.